Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's next of kin that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was at 286 mg/dl at the time of the call. The customer was given a glucagon shot to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer believes inaccurate pump settings led to the low. The insulin pump will not be returned for analysis.